Event description:
Additional information received, identified the ipg was explanted and replaced which resolved the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge ipg as recommended. In turn the ipg failed to communicate with external devices. Surgical intervention may occur later to address the issue.